Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during a cataract extraction with an intraocular lens implant procedure, the surgeon noticed that the optic was found scratched in the back. The surgeon felt that point was not touched at the time of setup, so it was believed to have been made from the beginning. The surgery was completed without any replacement in the initial procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. A photo was provided of a computer monitor display an image of the lens in the eye. There appear to be light marks near the tip of the forceps shown in the image. Due to the quality and lighting of the photo, the details and origin of the marks cannot be determined. Information in the file indicates the use of a qualified cartridge. The customer indicated the use of a handpiece which is not qualified for the lens/cartridge indicated. The viscoelastic was not provided. It is unknown if a qualified associated product was used. Based on our observation of the attached photo, the optic appears to have a scratch/mark. It is difficult to make a final determination without evaluation of the physical sample. The root cause is most likely related to a failure to follow the IFU. The account used an unqualified lens/cartridge/handpiece/viscoelastic combination. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).